Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Subsequently, was reported that an empty cartridge alarm occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the pump time was incorrect. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 261 mg/dl.